Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's daughter reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 319 mg/dl. Customer's daughter advised the patient's blood glucose has been fluctuating for 3 weeks now and they adjusted the basal rates with their health care provider. Troubleshooting for high blood glucose was performed. Customer was advised to insert the set within 2 inches from the belly button region. Customer's daughter advised the customer though they had delivered a bolus when they had not because the daughter saw it was not accounted for on the device. Customer believed they pressed the act button and were advised it is possible that the insulin pump has keypad anomaly. Customer's daughter declined to get the insulin pump replaced because they do not feel the device has issues. Customer was advised to monitor the keypad and call back if they experience any issues. Customer will return the infusion set for analysis.